Event description:
The customer alleges back to back results of; 153 vs. 349 mg/dl and 127 vs. 273 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.